Event description:
In (B)(6) 2013, the patient's implantable infusion pump (non-flowonix pump) was explanted and replaced with a flowonix prometra pump. The physician kept the existing catheter (non-flowonix catheter) implanted and connected one end with a flowonix catheter. It was then reported that the patient had an unresolved seroma which caused the physician to suspect an infection. There was serous fluid in the pump pocket since the june implant that did not appear to be resolving. The physician had the patient come in weekly to evaluate the seroma. All seroma evaluations came back clear, with no infections noted. The physician believed that the existing catheter (non-flowonix catheter) was leaking. He felt the fluid was csf from the indwelling catheter (non-flowonix catheter) left in place during the june replacement and that the revision/replacement was the clinically acceptable resolution. On (B)(6) 2013, the flowonix prometra pump was explanted and a new prometra pump and prometra catheter were implanted. There were no patient complications reported. The patient has been released and the wound is healing well, according to the physician. The pump was discarded.

Manufacturer narrative:
Method: device not available for eval. The pump is not available for eval as it was discarded. (B)(4).